Event description:
During a laporoscopic assisted distal gastrectomy procedure, the clip jumped out from the jaw on the 5th or 6th firing. Another like device was used to complete the case. There was no adverse consequences to the pt.